Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Radiographs indicated radiolucent lines around medial tibial and proximal tibia concern for potential loosening. Medical records identified the following: history of pain, difficulty ambulating and recent revision of left knee. Right tka due to tibial loosening, revised femoral and tibial components. Synovitis was significant, and synovectomy performed. Tibia component grossly loose. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur ref: (B)(4), lot: 598710 . Tibial plate ref: (B)(4), lot: j3286679. Locking bar ref: (B)(4), lot: 954290. Posterior stabilized liner ref: (B)(4), lot :196620. Patellar button ref: (B)(4), lot: 870250. Biomet cobalt g-hv cement ref: (B)(4), lot: 221710 & 062660. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01165. 0001825034-2021-01166.

Event description:
It was reported the patient underwent a right hip revision approximately 5 years post implantation due to radiographic loosening of the tibia component. Attempts have been made and no further information has been provided.

Event description:
It was reported the patient underwent a right hip revision approximately 5 years post implantation due to pain & tibia loosening. The tibial, femoral, articular surface components and bone cement were all removed. No additional information.